Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that the patient experienced multiple complications during impella 5.5 support. Roughly one day into support, the patient experienced persistent bleeding. The patient was taken to the operating room for a washout and support continued with the current setup. The following day, the patient endured a stroke. The patient remained sedated on ecpella support. On that same day, the pump was repositioned due to several runs of ventricular tachycardia and ectopy. The p-level was limited due to the patient's cardiac function. The decision was ultimately made to withdraw care and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.